Event description:
This is filed to report gripper actuation issue, entrapment of device, and incomplete coaptation. It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). One clip was inserted and successfully implanted. To further reduce mr, a second xt clip was inserted and advanced under the mitral valve. However, one of the grippers would not raise. Troubleshooting was performed, but the issue was unable to be resolved. The clip became caught in the posterior leaflet and was unable to be removed. Grasping was attempted on the anterior leaflet and was then deployed on both leaflets, however, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, additional information was received stating mr was not reduced after implanting two clips and remained at a grade of 4 and imaging was difficult. After the slda occurred, tissue damage was observed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue, entrapment in anatomy, slda, difficult imaging and tissue injury were unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.